Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained post-paced t-wave oversensing was observed through remote transmission. The patient was asymptomatic. Programming changes were made.